Event description:
Patient was revised to address acetabular cup loosening and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege that the patient has suffered physical injury and bodily impairment, debilitating lack of mobility and consistent pain and suffering. Blood studies have shown abnormal metal concentrations in the patients blood as a result of the implantation of the asr hip. There is no new information that changes the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.